Event description:
After the graft was proximally anastomosed and the clamp was released, blood was noticed (quantity unknown) spurting from a hole in the bifurcation. The hole was repaired and the bleeding stopped with a pledget and one suture. The graft was left in. The pt's condition is ok.